Manufacturer narrative:
The insulin pump had moisture damage on the electronics. The pump also had a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump screen has become very hazy in the last 2 days. Customer stated that there appears to be some moisture damage on the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.